Event description:
Related manufacture reference number: 2017865-2022-11224; related manufacture reference number: 2017865-2022-11226. It was reported that the patient's atrial lead, right ventricular lead, and left ventricular lead exhibited low impedances. During procedure, it was noted that the reported leads were found fractured possibly due to clavicular crush and the physician failed to advance stylets into the leads due to the crush. The reported leads were explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicle crush, low pacing lead impedance, and stylet failure to advance were not confirmed. As received, a partial lead was returned in in two pieces for analysis. Visual, x-ray analysis, and electrical testing did not find any anomalies.